Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii y 20gax1.16in prn ec slm npvc cap was loose and lead to a leak. Bed 218 patient (B)(6), on (B)(6), 2024 9.30 a.m. For the operating room intrathecal anesthesia under internal hemorrhoid ligation treatment, at 10.50 after the operation to return to the room, to pick up the surgical patient, fixed indwelling needle was not found to have a leak, 12.00 the patient's family members reflected the leakage of the indwelling needle. Quilt, clothing leakage wet, the nurse in charge of immediate inspection, found that the white end cap has a loose, immediately tighten, and assist the patient to replace the clothes and quilts, to give the patient and his family psychological appeasement.

Manufacturer narrative:
DHR/bhr review lot#3214358 this batch of products were assembled at intima ii auto line 4 in august 2023, and packaged at r240 package line in august 2023. Work order quantity was (B)(4) ea. Review the in-process test reports and outgoing test reports, and all test results meet the product specifications. Review the production records with no nonconformance, deviation or rework activities. No defective samples and photos have been received for the complaint. The retained sample of this batch is taken for the 45psi leakage test and the end cap removal torque test. No leakage is found at the end cap, and the end cap removal torque is within the product specifications. Attachment for test reports. In the assembly process of the end cap, there are torque and assembly stroke monitoring to ensure that the luer of the end cap can be assembled into the pp connector to a certain depth and the thread has a good fastening effect. If the end cap is not in place, the equipment will alarm and remove the product. However, although the end cap is fastened to the product during assembly, it may come loose if it is vibrated during transportation. Recommendation: tighten the end cap before use to prevent leakage. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormalities are found in the process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. Since the defective sample is not returned, the relevant test cannot be performed, and the usage of the sample is unknown, the root cause of the loosening of the end cap cannot be determined.